Manufacturer narrative:
The catalog number and lot code was not provided. The device was reported as an unknown exeter stem. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed. Method & results: device evaluation and results: a visual inspection was performed as part of the material analysis report. The fracture occurred through the neck of the stem. The medial and lateral sides of the stem are shown in figures 3 and 4, respectively. Surface damage due to micromotion was observed at multiple sites on the anterior, posterior, medial, and the lateral sides. These micromotion-derived damages were likely caused by cyclic contact with the cement mantle. The material analysis report concluded that: the exeter stem fractured in fatigue through the neck with the origin on the proximal side of the device. The stem material was consistent with the (B)(4). No material or manufacturing defects were observed on the part features examined. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusions: the investigation concluded that the exeter stem fractured in fatigue through the neck with the origin on the proximal side of the device. However, no material or manufacturing defects were observed on the part features examined. Further information such as operative reports, xrays, patient history & follow-up notes are needed to investigate this event further. No further investigation for this event is possible at this time if additional information becomes available, this investigation will be reopened.

Event description:
It was reported that a patient has had to undergo revision surgery for a fractured exeter stem.

Event description:
It was reported that a patient has had to undergo revision surgery for a fractured exeter stem.